Manufacturer narrative:
It was noted the device was not available for return. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulty with the right ventricular (rv) lead being stuck in the header during a revision procedure. The device was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted the device was not available for return. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the patients rv lead exhibited increased threshold measurements and loss of capture. The revision procedure was performed due to this. The patients right atrial (ra) lead was also stuck in the device header during the revision procedure. No additional adverse patient effects were reported.